Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted distal gastrectomy; according to the reporter: after loading the third sulu on device, a nurse confirmed the jaw could not be closed completely and the handle instrument stopped moving in the middle. Using another product, the case was completed with no problem. The hospital confirmed the reported condition was duplicated, and no any other problem in the sample than a slight difficulty in loading sulu than usual. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. Nothing fell into the cavity. The case was not extended by more than 30 minutes.